Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day the patient was hospitalized for the event. On an unreported date, the patient received unknown antibiotics as a treatment for the event. At the time of this report, the patient was recovering from this peritonitis event and antibiotic therapy was ongoing. Extraneal and physioneal therapies were ongoing. No additional information is available.